Event description:
Reportedly, the instrument was fired and no staples were placed on the tissue. As a result, bleeding occurred and the procedure was converted to an open surgery to control the bleeding and complete the case. Procedure: wedge resection pt status: no pt injury reported.